Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 implantable pacemaker (B)(6) 2013, 5086 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that at the patient presented to the hospital with chest pain. It was also reported that the right ventricular (rv) lead had high thresholds and a chest x-ray showed a possible perforation. It was then reported that the chest pain was related to pericarditis and an echo cardiogram showed no pericardial effusion. The rv lead was repositioned to a different rv septal location and remains in use. No further patient complications have been reported as a result of this event.